Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a non-urologist piercing the pressure regulating balloon (prb) the patient had his artificial urinary sphincter (aus) removed and replaced. It was explained that the patient went to a specialist for abdominal surgery for renal cancer. The specialist mistook the prb for a cyst via radiographic examination and tried to drain it. This cause the prb to be pierced. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted.